Manufacturer narrative:
Concomitant product: product ID 8709, lot# l67848, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that the pump reached eos on (B)(6) 2013. A pump replacement occurred on (B)(6) 2013. During the pump replacement, it was noted that there was a catheter fracture in the proximal segment of the catheter at the pump connector site. About 1 cm was trimmed and a new sutureless connector catheter was implanted with a new pump. A change in the dose to 0.4 mg/day was made by the implanting physician after finding the catheter fracture in the pump pocket. The medication infused was dilaudid. The patient¿s status at the time of the report was alive and without injury.